Event description:
Patient was getting an error 1 message. Patient did not experience any symptoms. Customer service was unable to resolve the error 1 message and sent patient a new meter. When the meter gives an error message, a patient cannot obtain a test result, which may lead to delay in treatment or treatment in the absence of a glucose value.